Event description:
The account alleged that the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The sidecom cable assembly and the communication cable were replaced by the technician to resolve the issue.